Event description:
As reported by the edwards field clinical specialist, during the transcatheter aortic valve replacement (tavr) procedure after the valve was deployed the patient developed 3rd degree atrioventricular heart block requiring implantation of a permanent pacemaker. Per the case summary, the patient developed a left bundle branch block following balloon valvuloplasty (bav) with a 22mm x 5 cm nucleus balloon (non-edwards device). The patient remained stable throughout the remainder of the case. The sapien valve was placed 60:40 aortic/ventricular and there was a moderate posterior paravalvular leak (pvl) noted. The sapien valve was post-dilated and the pvl was reduced to mild pvl. The patient's left ventricular pressure was 103/80 and arterial pressure was 98/38 following post-dilatation. The sheath was safely removed without incidence and the physician started closing the cut-down. Approximately 10 minutes later, the patient's blood pressure dropped into the 50's systolic and 3rd degree atrioventricular block was noted with a ventricular rate in the 70's. The sapien valve was determined to be working effectively via echo, but the left ventricle function was severely depressed. Cardiopulmonary resuscitation (CPR) was initiated to help circulate the medications administered by cardiac anesthesia. An intra-aortic balloon pump (iabp) was inserted into the patient left femoral artery and set at 1:1. Coronary angiography was performed to rule out graft compromise and an aortic run-off was performed to assess vascular integrity of the aorta and access vessels. The patient's blood pressure was up to 150¿s systolic with an epi infusion administered by anesthesia. An atrial lead was inserted for atrioventricular synchronous pacing. The patient returned to sinus rhythm at a rate of 70 and continued to improve hemodynamically. The patient was discharged to ICU intubated, iabp augmenting at 1:1, and av pacer on stand-by. One day post tavr the physician indicated the patient was doing pretty well, iabp was removed the night of the procedure, the patient received a permanent pacemaker (ppm), and he remains on epi but echo looks good today. Will hopefully extubate the patient soon. Five days post tavr the patient was reported as doing well.

Manufacturer narrative:
The device history record (DHR) review of the effected sapien valve shows the device met specifications prior to distribution of device. Per the instructions for use (IFU) for the sapien valve, conduction abnormalities are a known complication after transcatheter aortic valve replacement (tavr). Damage to the myocardium and its conduction system causes acquired heart block and can result in heart block during or after the procedure. This typically occurs in patients with underlying cardiac disease and/or conduction abnormalities. According to literature review and the valve academic research consortium (varc), the close anatomical relationship between the aortic valve complex and the branching atrioventricular bundle may provide an explanation for these complications of the procedure. Other factors that could contribute to the onset of heart block include underlying heart disease, electrolyte disturbances, and certain medications (i.e. Beta-blockers, calcium channel blockers). In this case, the root cause for the event cannot be confirmed. It is likely that procedural factors and the patient's underlying cardiac pathology (cad, s/p cabgx4, chf, valvular heart disease) contributed to the event. Since there is no allegation of device malfunction, or labeling issues, and the device was not returned for physical evaluation, no further investigational activities will be performed. The IFU and edwards thv patient screening and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. A complaint history for this type of event is reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventive actions are required.